Event description:
It was reported that at routine device change-out, externalized conductors were noted via fluoroscopy. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.